Event description:
One pt urine sample with discrepant results. Initial urine glucose result normal. Same sample previously tested using a different analyzer, different method, gave result of>=1000 mg/dl. Visual dipstick of same sample showed normal for glucose. Same sample was repeated again using the method which initially gave a normal result. The result was 1000 mg/dl another visual dipstick test was performed, showing 3+. Erroneous result was reported. Pt not adversely affected. If add'l info is received, appropriate notification will be provided.